Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a dental implant placement at tooth #9 with 0.5 cc of dbm putty placed around the implant. The patient came back to the physician's office 246 days post-op and complained of pain in the palate and a body rash on her body that started 3 hours after implantation and hasn't stopped. The surgeon suspects possible nerve damage and/or allergic reaction.